Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a strange sound was heard repeatedly on the insulin pump. The customer's blood glucose level was unknown. They stated that when they saw the screen, it was found that a black icon which indicated an alarm appeared was displayed, but there was no response even though the button was pressed. They stated that the display on the screen did not disappear after removing the battery. The insulin pump will be returned for analysis.